Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the image guide protector was cut, the universal cord was dented, and the video cable protector was cut. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although the foggy image was confirmed through evaluation of the device and was likely due to moisture invading the device a definitive root cause of the foggy image could not be determined. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the instructions for use (IFU). If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the image of the deflectable videoscope was not clear. The issue was found during a procedure. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the image was foggy due to a damaged charged coupled device (ccd) unit. The report is being submitted due to defect found during evaluation.